Manufacturer narrative:
The patient's weight is unknown. The date of explant is estimated to be (B)(6) of 2009. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2020-21196, reference MFR. Report#: 1627487-2020-21197. It was reported the patient received ineffective therapy. As a result, the patient's scs system was explanted.